Manufacturer narrative:
A ge representative evaluated the system and replaced the battery pack and rotation handle. System operates as intended. (B) (4).

Event description:
Customer reported a broken c rotation handle and a low ma error. No pt injury was reported.